Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. Customer states the contacts on the battery cap neither missing nor damaged. Customer stated that the display did not restart. Customer stated that her husband got battery cap pull out and then insulin pump was turning on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.